Manufacturer narrative:
The driver failed two sections of incoming functional testing. One of the sections failed is a verification step that the cardiac output reading on the driver is within 20% of the flow meter value on the dmc tank (patient simulator). The root cause of the failure was the flow meter on the dmc tank which was found to be out of tolerance in that verification step. The second section that failed incoming functional testing was related to driveline kink testing. Subsequent functional testing was performed to confirm the initial incoming test failure but the driver passed driveline kink testing. The initial test failure was not replicated. However, during the additional functional testing, the driver failed multiple test steps as a result of the driver exhibiting high left atrial pressure (lap) values on the dmc tank (patient simulator). High lap values observed during functional testing is a known issue that can be caused by the piston cylinder assembly (pca) check valves not functioning correctly. Because of this, the pca was removed and a functioning test pca was installed. The driver was then retested with results within normal parameters. The piston cylinder assembly was identified as the root cause of the failed functional testing. The root cause of the failed functional testing where the driver exhibited high lap values was a faulty piston and cylinder assembly (pca). Piston and cylinder assembly (pca) failures causing high lap is a known issue currently being investigated per freedom driver lap out-of-specification CAPA. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5285 (B)(4) 18 follow-up report 1.

Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing functional testing, a syncardia technician reported that the freedom driver exhibited a low cardiac output alarm.